Event description:
It was reported to medtronic minimed that the customer called that the pump was exposed to water, and found that the pump had a crack at the battery compartment. The customer stated that the pump shut down and then showed, for a brief moment, a white medtronic logo. The pump is not working anymore, and the keypad is unresponsive. The customer stated that the pump was flashing with a solid white. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the cosmetic damage, flashing solid white, and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the pump was exposed to fluid, and the self-test did not pass. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked battery tube, and cracked keypad at select button. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer allegation's of a flashing display and blank display was not confirmed. Customer allegations of a keypad anomaly and device test failure was unknown due to flashing medtronic logo. Customer allegations of damage to the battery compartment were confirmed when a cracked case and cracked battery tube were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.